Manufacturer narrative:
The evaluation found the image becomes unstable/loses image when the video cable is manipulated due to worn out contact pins from the video connector. Additionally, there are cosmetic/deep scratches on to external housing/top cover. A software update to the latest version is recommended. The unit was repaired to standard specifications and returned to asset stock. A review of the device history shows no previous repair records. The investigation is ongoing; therefore, the root cause of the reported malfunction cannot be determined at this time. However, if additional information becomes available, this report will be supplemented accordingly.

Event description:
During a standard service inspection of a returned asset, the evis exera iii video system center was found to have no/unstable image. There was no report of any problems associated with the device and there was no patient injury, harm or involvement reported.

Manufacturer narrative:
The legal manufacturer performed the device history records for this device and all records indicated that the product was manufactured according to all applicable procedures and met final product release criteria. No abnormalities were found. The investigation was completed by the legal manufacturer and determined that there is no manufacturing, material or processing related cause for this failure mode. Since more than 3 and a half years have passed since the device was delivered, and if it was used more frequently, it is likely that the pin repeated use or the user's forceful connection of the video connector attributed to the worn pins inside the video connector receiver; the worn pins contributed to the unstable image when the video cable was manipulated. As stated on the instructions for use and as a preventive measure: do not apply excessive force to this video system center and/or other instruments connected. Otherwise, damage and/or malfunction can occur. Olympus will continue to monitor complaints for this device.